Event description:
It was reported that a device embolization occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and after release, measurements continued to be recorded via transesophageal echocardiogram (tee). During this time, the device migrated from the laa into the left atrium. The patient remained stable. While the physician was preparing to retrieve the device via percutaneous femoral arterial access, the device further migrated to the ascending aorta and eventually to the abdominal aorta near the iliac artery. The device was successfully snared and removed intact. The patient remained stable without complications. The procedure was concluded and the patient left the cath lab in stable condition. The patient is doing well and has been discharged.